Event description:
It was reported that the mantis redux reduction screw broke post-operatively. Revision surgery has been performed; however, the shaft of the screw was left inside the patient body.

Event description:
It was reported that the mantis redux reduction screw broke post-operatively. Revision surgery has been performed; however, the shaft of the screw was left inside the patient body.

Manufacturer narrative:
Visual inspection: the returned device was confirmed to be fractured at its shaft. It was observed that the head of the screw had abnormal rod indentations, indicating that the rod was not properly seated into the tulip. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The mantis surgical technique states, "improper selection, placement, positioning and fixation of these devices may result in unusual stress conditions reducing the service life of the implant". It is likely that improper rod seating created offloading within the construct, leading to fracture.